Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.

Event description:
Healthcare professional reported left side rupture and "silicone leakage in two subcostal spaces¿both parasternally". Device remains implanted.

Event description:
Healthcare professional reported left side rupture and "silicone leakage in two subcostal space. Both parasternally". Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. And silicone leakage in two subcostal spaces. Diagnosed via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken device on posterior assessed, as an unidentified (tear) opening (shell thickness within spec). Silicone migration: unable to observe, since it is not related to the device. Additional observations: non-penetrating nick observed, on the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.